Manufacturer narrative:
Product complaint # (B)(4) . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn't turn due to a jammed motor was confirmed. It was found that the motor did not turn as it was corroded. There was a short circuit in the motor cable and the keypad contacts were corroded. The resistance value of the keypad of the handcontrol set was out of specifications and the device was found to be not functioning. The motor, motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable, resulting in the short circuit. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. The fluid ingress has also corroded the keypad contacts resulting in the malfunction of the same. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate that during the procedure the micro tornado hp w handcontrol did not rotate. No patient consequences or surgical delay reported. A replacement device was used to complete the procedure. The device is available to be returned for evaluation.